Manufacturer narrative:
(B)(4), the intraocular lens remains implanted.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while inserting the intraocular lens (iol) into the eye, there was patient contact and a loading issue occurred when the inserter did not click in and twist. The surgeon was able to implant the lens into the patient's right (od) eye by pushing in 3/4 of the way and then the inserter started to twist. Additional information confirms the doctor had an issue twisting the plunger but the doctor was able to push the lens forward, implant the lens and the surgery was successful. The patient is okay and no patient injury was reported. No other information was provided.

Manufacturer narrative:
The pcb00 unit was returned to the manufacturer on february 1, 2016 for evaluation. Visual inspection revealed that the pcb00 unit was returned in its original package. Scarce amounts of viscoelastic solution was seen on the cartridge which indicated that the unit was handled and prepared for surgical use. No defects were observed on cartridge. The plunger and pushrod were advanced. Since the plunger was advanced, it was unable to unlock. Therefore, the device code for preloaded plunger did not lock could not be confirmed. No assembly error and/or defect were observed in the preloaded insertion system related to manufacturing process. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.